Manufacturer narrative:
The field service representative (fsr) reviewed the instrument log and observed the discrepant results were generated in the same cuvette. The fsr determined the cuvette holder was the likely cause of the issue and replaced the part. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the cuvette holder was identified.

Manufacturer narrative:
Patient identifier: sid for patient 1 is (B)(6) and sid for patient 2 is unknown. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased total bilirubin and creatinine (enzymatic) results generated on the architect c8000 analyzer for two patient samples. The result was not reported out of the lab. The following data was provided: patient 1: sid (B)(6) (B)(6) 2023 total bilirubin result = 12 mol/l (reference range is 3.4 to 20.5 mol/l) 21feb2023 total bilirubin repeat result = < 1.8 mol/l patient 2: sid unknown creatinine initial result = < 8.8 mol/l; repeat result = 192 mol/l (reference range is 54 to 113 mol/l) no impact to patient management was reported.